Manufacturer narrative:
During follow-up, the patient said noticed no defects or malfunction with the t14 product. She thinks the infection has to do with her traveling to (B)(6) at the time of the infection. She discarded the units she used at the time of the infection so has no lot information.

Event description:
Intermittent catheter patient (user) said she got a urinary tract infection (uti) concurrent with catheter use, and is being treated with antibiotics. During follow-up, the patient said she was prescribed two different courses of macrobid and took the full courses, but the infection was not resolved. She was then placed on ten days of sulfa drug and it finally cleared up.